Manufacturer narrative:
According to the log file records just from the beginning of the case in question the tidal volumes and peep pressures were fluctuating indicating a disturbance of pressure control during expiration. This observed behavior points to a sticky peep valve to be root cause. This assumption could be confirmed on the basis of the available pictures. A clear and oily substance was found on the surface of the peep valve sealing disc causing it to stick on the corresponding valve crater and finally leading to a restricted expiration. Obviously the cleaning recommendation for the breathing system described in the IFU were not followed. In general, a sticking peep valve is detected during automatic power-on self-test. If the corresponding test step fails, an appropriate message is displayed on the screen. During automatic ventilation deviations from the user settings relating to airway pressure, tidal and minute volume are alarmed respectively. Manual ventilation and monitoring functions are not affected. After replacement of the peep valve no further problems have been reported. The amount of similar cases (sticking peep valves) is significantly below the values that provide basis for our risk management. Consequently, no further actions are required at this time.

Event description:
It was reported that while on the patient, the machine was not venting. There was no patient injury reported.